Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the doctor reported bleeding from the patient¿s impella access side. The patient¿s hemoglobin dropped from 12 to 7 and the patient needed blood bags, volume was running and also catecholamines. The patient¿s activated clotting time was still high, 195 seconds, due to low preload and suctions have resulted and low mean arterial pressure. The patient expired on support.

Manufacturer narrative:
A.5 ethnicity and race are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. No product was returned for evaluation. Clinical details noted that patient's act at time of bleeding was 195. The root cause of the access site bleeding - major was most likely due to anticoagulation management as patient's act values were high at time of bleeding. Added- component code 925.